Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation under the leads. The patient reported that their registered nurse (rn) put zincoxide and liedostatin lotion on the wound. The patient's irritation improved.